Event description:
It was reported that the lead moved, resulting in t-wave oversensing which led to inappropriate therapy delivery. An attempt to reposition the lead was unsuccessful and therefore the lead was explanted and replaced.